Manufacturer narrative:
Investigation into this complaint included an existing data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review attached data logs were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted for false positive runs and it indicated the false positive results were caused by lamp noise. Quality data review corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review complaint history review showed that, over the last two years, the ticket currently under investigation was the only ticket related to the realtime sars-cov-2 amp kit, ln 09n77-90 having abnormal amplification curves that caused a false positive result. There is no indication that the abbott realtime sars-cov-2 assay (list 9n77) is performing outside of established design performance specifications. There have been no complaints dispositioned as confirmed (i.e. A product deficiency was identified) for discrepant results for abbott realtime sars-cov-2 assay (list 9n77). Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01).

Manufacturer narrative:
Investigation into this complaint to date includes an existing data review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review : attached data logs were reviewed. Engineering analysis of customer data verified observation of noise on the reference dye. Noise analysis was conducted for false positive runs and it indicated the false positive results were caused by lamp noise. Quality data review corrective and preventative action (CAPA) / non-conformance (nc) review did not identify any records that are related to this issue. Complaint history review: complaint history review showed that, over the last two years, the ticket currently under investigation was the only ticket related to the realtime sars-cov-2 amp kit, ln 09n77-90 having abnormal amplification curves that caused a false positive result. Based on the results of the investigation, no product deficiency was found for m2000rt instrument (ln 09k15-01).

Event description:
Customer reported abnormal results on 4 samples when running the realtime sars-cov-2 assay. Customer sent screenshots of the amplification curve which showed an abnormal shape. The run was performed on (B)(6) 2020, and the four samples were detected as positive. Customer reported that the samples have been retested with an assay of another provider, which generated a "not detected" result for all four samples. Log file analysis indicates noise in the reference signal that caused a step up in the base-lined target signal which led to the positive result. Field application specialist (fas) replaced the lamp cable per procedure, and checked the lamp holder; lamp feels tight in holder. Follow up indicates that the reference signal still showed noise, which caused elevated fam signal in the base-lined signal. However, this time no positives results were created from this signal artefact. Local engineer was informed, and again dispatched. Ticket was clarified to state that results actually were reported outside the lab. This resulted in cancelled operations. Retest of these results was performed as soon as it was realized there was an issue. The samples were retested using the elitech covid assay, and all results were negative. Multiple unsuccessful attempts were made to gather additional information on the details of these operations, and the patients involved. There has been no allegation of adverse impact to patient management. On (B)(6) 2020, customer reported observation of another false positive result. Log file analysis showed that no target signal was amplified, however, by data reduction, the curve shape was artificially tilted, which caused the curve to cross the threshold. Customer noticed this before reporting results outside the laboratory, and retested the sample. Retest was negative. This incident is being reported to FDA because the incident occurred in (B)(6) using the realtime sars-cov-2 assay, list number 9n77-90, which is the same/ similar to the realtime sars-cov-2 assay, list number 9n77-95, which received FDA eua approval.